Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the patient had a urine culture completed after the cystoscopy which had been completed using the cysto-nephro videoscope. It was shown that the bacteria present in the urine culture was resistant to many different types of antibiotics. There was no report of patient harm associated with the event.

Event description:
The customer reported that it was not certain that the subject device was a factor in the patient developing a urinary tract infection (antibiotic resistant proteus mirabilis) 5 days post procedure. The customer was asking that the device be looked at as a cautionary measure. It did pass leak testing. It was also initially reported that the device cultured positive. However, the customer later clarified that microorganisms were not detected on the device. The patient had multidrug resistant proteus mirabilis infection and the device was taken out of circulation as preventative measure when positive results were reported.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer, the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Updates are added to the following fields: b5, d8, d9, h3, and h6. An olympus representative dispatched to the user facility reviewed and confirmed that reprocessing steps were done correctly. In addition, the lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: insertion section. Cfu: unknown. Bacterial identification: micrococcus luteus, sphingomonas mucosissima. Sampling date: (B)(6) 2024. Sampling from: instrument channel. Cfu: unknown. Bacterial identification: staphylococcus hominis, bacillus massiliglaciei. The device was evaluated, and debris and stains were identified on the biopsy channel's wall. As the borescope progressed further, kinks and narrowness were observed in biopsy channel. The scope passed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was noted that the lab report issued by olympus revealed typical environmental and water contaminants, while the organism recovered from the patient urine culture was proteus mirabilis and not recovered in the endoscope. Due to the long span of time in between the positive urine culture event and the lab report, the possibility of the damage inside the forceps passage cannot be denied having potentially played a role in harboring bacteria. A consultation with olympus experts determined that the deformation of the channel and scratches inside the channel might have affected reprocessing. Based on the results of the investigation, a root cause could not be determined. The relevance between the subject device and reported multi-antibiotic-resistant bacteria in the urine culture could not be determined. The possibility that reprocessing was insufficient due to a physical damage of the device could not be ruled out. Additionally, it was surmised that the foreign material could not be removed due to a physical damage of the device. Olympus will continue to monitor field performance for this device.